Manufacturer narrative:
Investigation results: the instrument was received for evaluation with the cutter detached. The cutter was not returned with the instrument. Further evaluation found the actuator was damaged. A review of complaint history from 2001 to current found no injuries associated with this type of failure. Conmed linvatec will continue to monitor this product for failures.

Event description:
The customer reported that during use in a knee arthroscopy, the tip of the forceps jaw broke. The broken piece was retrieved. There was no injury or surgical delay related to this event.